Manufacturer narrative:
Only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the an occlusion alarm occurred. Reportedly the customer was using fiasp insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, the customer changed the infusion set supplies to resolve the issue and resume insulin delivery. The customer's blood glucose level was 231 mg/dl.